Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse determined that the power supply had malfunctioned. The cse replaced the power supply and cleaned and rinsed the system. The customer ran quality control, which was acceptable. The cause of the smoke being emitted from the back of the instrument was due to failure of the power supply. The instrument is performing within specifications. No further evaluation of device is required.

Event description:
Smoke was emitted from the back of an advia centaur xp instrument. The customer turned off the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.